Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported an implant of the intraocular lens (iol) in a patient, however it presented problem in its handle and the explant was needed. Lens inserted and removed during the same procedure. No patient injury reported. No other information was provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been returned. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, one complaint for suboptimal results found. These complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.